Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the universal surgical manipulator (usm) had a 319 error on arm 3 and performed a hard reboot before calling in and the system powered back on and the issue remains. Logs were showing a 319 error on usm 3 pointing towards the acc. Technical support engineer (tse) recommended performing another hard reboot. The customer performed a hard reboot and the issue remained when the system powers back on. The customer was performed a 3rd hard reboot and the issue remained. The caller performed another power cycle and held the clutch button on usm 3, when the system powered on it gave them the option to disable usm 3. The customer disabled usm 3 and then recovered from the fault and the system signaled that the davinci was ready with usm 3 disabled, so customer could proceed with arms 1-2-4. The customer chose to perform another hard reboot on the system to see if usm 3 would recover from the error. The site performed the hard reboot and when the system powered back on the 319-error returned. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the nit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) for failure analysis investigation. The unit was analyzed and in the system logs, the error 319 was found indicating node 192 is not present at startup, node name: axes controller carriage (acc), confirming the fault had occurred in the field. Upon visual inspection, it was noticed that the rolling loop fiber was misaligned. The usm was installed onto a known good system where the error 319 was triggered indicating node not preset at startup pointing to the acc, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where the check all boards test was found to be failing on the acc. Once testing was completed, the rolling loop fiber was tested and was verified be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to a misaligned rolling loop fiber in the usm.